Event description:
The svc report shows the customer reported that the 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The eval of the vent has not been completed.

Manufacturer narrative:
The eval of the vent has not been completed.